Manufacturer narrative:
This report is filed august 24, 2016.

Manufacturer narrative:
Per the clinic, explantation is planned however, it has not taken place as of the date of this report, (B)(4) 2016. It is unknown if there are plans to reimplant the patient with a new device. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies with device use, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, november 17, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. The patient was reimplanted with a new device during the same surgery.